Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), implanted: explanted: product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer (pp). They were not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was on (B)(6) 2015. The last successful charge session was last week. The change in therapy/symptom was considered sudden. The patient noticed the day prior that the insr showed reposition antenna and today they noticed the pp was not connecting. The patient also fell on (B)(6) 2015. The patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.